Event description:
It was reported that there was a system ventilation failure during non-invasive ventilation alarmed as failure 42.0002 ref to 42.0000. There were no patient consequences reported. However, the initial review of the log file indicated that the device performed a reboot.

Manufacturer narrative:
The log file of the affected device was analyzed. The investigation also considered knowledge gained from comparable cases. Based on the investigation it could be verified that the device detected a temporary deviation within the electronic system which caused a restart of the device on the (B)(6) 2021 at 03.03 a.m.. The logged entries indicate that a runtime error occurred generating a temporary deviation of the motor rotation speed out of tolerance (42.0002). There was no such entry logged on the (B)(6)2021 which was initially reported as date of event, but on the (B)(6) 2021 the corresponding error code was logged two times on the (B)(6)2021; at the first time, the ventilation was not affected, but at the second time a restart was caused. Other than initially reported it was assumed based on the log file analysis that very likely the device had already been disconnected from the patient at the time the restart occurred. A temporary deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system restart is combined with an audible and visible alarm of high priority. The device reacted as specified to a detected deviation and performed a restart in order to remedy the issue; the restart was accompanied by a corresponding alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was a system ventilation failure during non-invasive ventilation alarmed as failure 42.0002 ref to 42.0000. There were no patient consequences reported. However, the initial review of the log file indicated that the device performed a reboot.